Event description:
A complaint was received from a customer when using excel off brand reagent the would "lock-up". Customer stated a blood sugar result of 191 mg/dl. Customer did not believe this result and repeated the test. At that time the system locked up and would not count down. "No blood sugar" result to a diabetic could be a serious condition. While on the phone a review of the system was conducted. Electronic checks were conducted and were satisfactory. The customer was told that bayyer does not provide or support the use of an off brand reagent.